Event description:
The customer reported the coulter lh 780 hematology analyzer was generating intermittent r flags on retic results. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 3/26/2015. The fse found that the instrument was generating r flags on retic results. The fse replaced the light scatter preamp which repaired the retic r flags. The repairs were verified per established procedures. (B)(4).